Manufacturer narrative:
(B)(4) investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Any failures would be immediately culled from production and scrapped. No issues were identified with these inspections during the manufacture of the reported lot 0000341316. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of raw material history files and sterilization batch records for the listed manufacturing lot. As stated within plaintiff's complaint, the doctor used the 4341b product for a paracentesis. This product is clearly labeled on the case label, top web thermal label and instructions for use as a thoracentesis product. The 4341b catheter is not indicated for paracentesis procedures. In addition, the top web and instructions for use clearly state "warning do not withdraw or pull back catheter through the needle at any time. The catheter could be severed by the needle, causing possible patient injury." In the instructions for use this warning is printed in red ink. This warning is also located on the top web. The instructions for use are included inside the sterile barrier packaging. Based on the investigation results, a definitive root cause could not be identified for the report. Potential sources for the observed failure while using this product could be due to withdrawing or pulling back the catheter through the needle, which could cause the catheter to be severed by the needle as indicated on the product's instructions for use. However, this source could not be definitively confirmed through this investigation since no sample has been returned for analysis. A corrective action plan is not required since a definitive root cause was not identified for this report.

Event description:
Carefusion's legal department received documentation putting carefusion on notice of a product liability claim. Review of the complaint database was performed, finding that this event was not previously reported to carefusion. The following is a summary of the claim derived directly from information in the plaintiff's complaint document: "on or about (B)(6) 2012, the plaintiff came under the care of the defendant in the (B)(6) emergency department for the purposes of treatment for symptoms of shortness of breath and a distended abdomen. Defendant (B)(6) advised plaintiff that there was fluid in her abdomen which needed to be drained. Plaintiff expressed concern that her condition was previously treated in the radiology department of (B)(6) hospital several weeks before. Dr. (B)(6) assured plaintiff he could perform the necessary procedure in the emergency room. Defendant (B)(6) identified a site to insert the catheter to drain the paracentesis, prepped and draped plaintiff for the procedure in the emergency room suite, administered a local anesthetic, and inserted a paracentesis needle into plaintiff's abdomen. Defendant (B)(6) was unable to obtain proper suction upon placement of the needle and chose to withdraw the needle and reposition it at a different angle. During the procedure, the distal end of the catheter was sheared off and was embedded into plaintiff's abdomen. Following the paracentesis procedure, plaintiff was admitted to the hospital for recovery of the broken catheter embedded in her abdomen. The next day, an unsuccessful local wound exploration was conducted to retrieve the sheared off distal end of the catheter from plaintiff's abdomen. Once this procedure failed, plaintiff was placed under general anesthesia and a laparoscopic retrieval procedure was conducted to locate and retrieve the foreign object." Following these events, plaintiff claims that she sustained injuries to the muscles, tendons, etc, requires weekly paracentesis procedures and developed a surgical hernia resulting from the laparoscopic removal of the retained broken catheter.